Manufacturer narrative:
Continued: e1- (B)(6). Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted.

Event description:
Healthcare professional reported right side "rupture of the right prosthesis was confirmed after surgery." Device has been explanted.

Manufacturer narrative:
Corrected data: d.6a.

Event description:
Healthcare professional reported right side "rupture of the right prosthesis was confirmed after surgery." Device has been explanted.

Manufacturer narrative:
Device photo evaluation: visual analysis of the photographs identified. Rupture: observed. But, cannot perform an assessment of the opening, as no microscopic analysis can be performed. No additional observations are performed. No further actions are required, as no manufacturing issues are observed.

Event description:
Healthcare professional reported, right side "rupture of the right prosthesis. Was confirmed, after surgery". Device has been explanted.